Manufacturer narrative:
The user facility stated that they noticed the water leak was coming from the water gauge on their amsco 5052 washer. User facility personnel replaced the water gauge and identified the washer would not start. The unit was removed from service and steris was contacted for service on the washer. The water gauge subject of the reported event was disposed of by user facility personnel prior to the arrival of a steris technician. A steris service technician arrived on-site, inspected the unit including the replaced water gauge, and found that the water leak from the gauge caused water to leak onto the control assembly, preventing the unit from starting up. The technician replaced the control assembly; tested the unit including the water gauge replaced by user facility personnel; and confirmed the unit to be operating according to specification. The unit was returned to service. No additional issues were reported.

Event description:
The user facility reported their amsco 5052 washer was leaking water. No injury, procedure delay, or cancellation was reported.